Event description:
It was reported that the lead triggered a warning. It was also reported that the lead had low impedance, switched polarity and that the patient experienced some periodic pocket twitching in unipolar. It was further reported that unipolar impedance was higher than bipolar impedance. The unipolar mode was turned off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.